Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. There have been out of range shock impedances previously, but overall, the trends have remained stable. At this time, the products remain in service. The patient is being monitored remotely. No adverse patient effects were reported.